Event description:
It was reported that the 2600 sys had an error message displayed. No pt injury was reported

Manufacturer narrative:
The service call was cancelled by the customer. A f/u report will be filed when add'l details become available.